Event description:
The following information was provided: patient is s/p rev rtk due to infection. No additional details to be reported by the facility. All implants were removed and an articulating spacer was placed.

Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#. Unk_jr; unknown stryker triathlon size 6 beaded right cr femur; unknown. Unk_jr; unknown stryker triathlon size 7 tritanium baseplate; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown triathlon 7x13 cs insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.